Manufacturer narrative:
Model number/catalog number: 72404438 serial number: n/a batch/lot number: 1100636006 model/catalog description: cx preconnect tenacio 21cm ip, iz unique identifier (UDI) #: (B)(4) the device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Migration is acknowledged within the instructions for use (IFU) and is not related to off label use or failure to follow instructions. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) reservoir herniated. A surgical procedure was performed during which the device was explanted and replaced sub muscularly. No additional information was provided.